Event description:
During an incident in 2004 involving a patient in cardiac arrest without CPR being performed, this defibrillator kept prompting "check tape" while attached to the patient with defib pads. The pt was transported to a hospital where they were found to be in v-fib and was shocked at the hospital with another defibrillator. The pt was pronounced at the hospital. The reporter stated they were not able to analyze the pt and the incident report tape has been discarded.